Manufacturer narrative:
(B)(4).

Event description:
It was reported that the lead was explanted and replaced due to an unspecified issue. Patient was doing well and will be monitored with routine follow up. No additional information was available.

Manufacturer narrative:
A partial lead was returned in two segments for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed. Correction: please remove product problem from adverse event or product problem section as new information noted no lead malfunction.

Event description:
New information received notes that the atrial lead was functioning normally. It was removed to gain access to insert a new rv lead, as the vein was occluded. The patient was stable afterwards and was discharged after the appropriate time.